Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter is uncovered, the patient is punctured, it is difficult to enter the catheter into the skin, since only the needle enters and the plastic part retracts, so the catheter is removed and the flowered plastic tip is observed. Quantity: 01. Type of defect found: the plastic part of the catheter is in bad condition. Additional information received on 04 jun 2026. I could say yes, since a second puncture had to be performed on the patient. Date of occurrence (B)(6) 2026.